Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that an e006 error code was displayed due to following: it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used in saline mode. However, since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: 1. Tissue build-up at the electrodes. 2. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. Faulty contacts at the working element can particularly occur if the instruments are put together incorrectly and the generator is activated. A contact that is damaged in this way does not necessarily cause a malfunction right away, but can further degrade over time, triggering the reported error message later on. Additionally, it was found that the measuring technique used by the esg-400 may also influence conductivity, since an excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. As a result of formal investigation, a manufacturing change was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the subject device displayed an error code e006 (insufficient conductivity). It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.